Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history is forthcoming. A follow-up will be submitted with any relevant info.

Event description:
Device malfunction: premature partial deployment. Time of device malfunction: while backloading the stent on the guide wire. Symptoms/ae: none. It was reported that during a stenting procedure, when the xpert stent was being backloaded onto the guide wire, the physician noticed the stent had partially deployed. It was unk by the reporter, if the locking mechanism was in the locked position. No resistance was reported to have been felt. A second xpert stent was advanced and deployed without incident completing the procedure. There was no reported adverse pt effect. Though requested, no add'l info was available.